Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance since (B)(6) 2016. The lead was not tested in clinic. No intervention was performed at this time. No patient symptoms were reported.